Event description:
The cataract was removed without any complication. Provisc was used to inflate the capsular bag. The alcon sn60wf lens (22.5 diopter) was loaded and injected into the capsule (correct anatomic position) towards the end of a cataract extraction case and noted to have a white fiber embedded within the lens with a piece of the fiber trailing out from the edge of the optic. This was attempted to be removed but continued to stay embedded. A decision was made then to remove the intraocular lens implant. Provisc was injected into the anterior chamber and capsular bag. The intraocular lens implant was cut in half and then removed from the eye. Due to the manipulation of intraocular lens removal, a new intraocular lens implant was placed in the sulcus. Capsular bag support at this time was not adequate for placememt. No vitreous loss occurred. The intraocular lens was then given to the supervisor and medical director was notified. The incident was disclosed to the patient and that this is why we had to exchange the intraocular lens implant at the end of the case.